Event description:
This notification was reviewed due to a report of the patient was diagnosed with leukemia 2-3 years ago with associated memory loss. The patient also mentioned having asthma and only has half a lung, both of which are assessed as past medical history. The allegation of frequent coughing is against the replacement device she received so she stopped using it. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information due to a report of the patient diagnosed with leukemia 2-3 years ago with associated memory loss. The patient also mentioned having asthma and only has half a lung, both of which are assessed as past medical history. The allegation of frequent coughing is against the replacement device she received so she stopped using it. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.